Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(6) 2011. The fse replaced the vacuum and compressor/vacuum pumps.

Event description:
A customer contacted beckman coulter, inc. (Bci) and reported a no foam leak in the hydro area of unicel dxc 600 pro synchron clinical system. The customer stated that most of no foam went into the canister and then flooded into the compartment. No injury was reported and there was no effect to patient or user.